Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported, that a cartridge alarm occurred. Resulting, in the customer experiencing an elevated blood glucose (bg) level displayed as "high". Although, specific value was not provided. The customer administered a correction injection to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.